Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer stated their blood glucose would be over 200 points off. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. The customer also reported receiving a calibration error and change sensor alarm with the sensor. Customer declined to return the product for analysis.